Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can change the amount of insulin before you deliver your bolus. H3 other text : device not returned.

Event description:
It was reported that the customer overcorrected for an elevated blood glucose and the customer's blood glucose (bg) level subsequently decreased to around 50 mg/dl. Customer consumed carbohydrates and glucose tablets to address bg. Customer ultimately went to the emergency room and subsequently admitted to the hospital. Customer was provided carbohydrates. Customer was discharged 09/30/2024 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.